Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer with supplemental information provided by a nurse from the (B)(6) of germ at exit site and peritonitis with (B)(6) in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). The action taken with dianeal therapy was not reported. On an unreported date, the patient experienced a germ at the exit site that migrated into the peritoneal cavity and resulted in peritonitis. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day. Treatment was not reported. Outcome of peritonitis with (B)(6) was not recovered.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 6 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: gd891101 and gd890426 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.